Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room (ER) with symptoms. The health care professional (hcp) called technical services (ts) and requested a consultation review of stored ventricular (vt) episodes. Upon review of the electrogram (egm), ts noted that the device vt rate zone was programmed lower than expected making it difficult to view the rhythm morphology. The ventricular episodes were to be possibly atrial driven. The rhythm appeared to be a one-to-one ratio. Ts also noted that the device delivered three bursts of anti-tachycardia pacing (atp) and 4 shocks therapy that appeared to possibly be inappropriate. The device did not convert the arrhythmia and therapy was exhausted. Ts advised the hcp to consult cardiology for further analysis of the rhythm, and programming and/or medication changes. No adverse patient effects were reported. The device remains in service. Subsequent additional information was received by the health care professional (hcp) that stated that during a shock coil placement procedure, there was a signal artifact monitor (sam) episode. Further review of the sam events showed that oversensing noise on the right ventricular (rv) and right atrial (ra) channels were observed due to high out of range pacing impedances. It was determined that minute ventilation (mv) feature was disabled due to the electromagnetic interference (emi) oversensing noise. Ts discussed possible programming optimization with the hcp. At this time, the crt-d device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room (ER) with symptoms. The health care professional (hcp) called technical services (ts) and requested a consultation review of stored ventricular (vt) episodes. Upon review of the electrogram (egm), ts noted that the device vt rate zone was programmed lower than expected making it difficult to view the rhythm morphology. The ventricular episodes were to be possibly atrial driven. The rhythm appeared to be a one-to-one ratio. Ts also noted that the device delivered three bursts of anti-tachycardia pacing (atp) and 4 shocks therapy that appeared to possibly be inappropriate. The device did not convert the arrhythmia and therapy was exhausted. Ts advised the hcp to consult cardiology for further analysis of the rhythm, and programming and/or medication changes. No adverse patient effects were reported. The device remains in service.